Manufacturer narrative:
(B)(4). Initiation of therapy prior to patient connection is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred initial drain of peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the alarm. During troubleshooting, the customer reported that they had started therapy before they connected the patient to the set-up. The technical services representative assisted the customer in ending therapy and reviewed proper procedures with them. The customer planned to complete therapy using new supplies. There was no patient injury or medical intervention reported. No additional information is available.